Manufacturer narrative:
H6: investigation summary due to no photo or sample being received, the customer's complaint of separation could not be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tubing disconnected. The following information was provided by the initial reporter: event #5 (bd 091): material no: unknown . Batch no: unknown . It was reported that a patients IV that was infusing chemotherapy got disconnected. Verbatim: bd 091- reported date: (B)(6) 2021 event date: (B)(6) 2021 item number: not reported; lot number: not reported; item retained in defect depot: not reported; picture: not reported. Rn answered call light. Patient called because IV was beeping. As rn immediately walked into the room, patient stated that the IV infusing chemotherapy got disconnected as she reached to press the call button. Rn was able to pause the chemotherapy before spilling anywhere. The line was disconnected from the phaseal system as a result of not being properly secured.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing disconnected. The following information was provided by the initial reporter: event #5 (bd 091): material no: unknown. Batch no: unknown. It was reported that a patients IV that was infusing chemotherapy got disconnected. Verbatim: bd 091- reported date: (B)(6) 2021 event date: (B)(6) 2021 item number: not reported; lot number: not reported; item retained in defect depot: not reported; picture: not reported. Rn answered call light. Patient called because IV was beeping. As rn immediately walked into the room, patient stated that the IV infusing chemotherapy got disconnected as she reached to press the call button. Rn was able to pause the chemotherapy before spilling anywhere. The line was disconnected from the phaseal system as a result of not being properly secured.